Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06181. It was reported that wire fracture occurred. A 330cm rotawire and a 1.25mm rotalink burr were selected for use. During preparation, the burr was loaded onto the wire without any difficulties. However, during testing, the advancer was leaking air. When the speed was exchanged from high to low speed, the wire was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was stable.